Event description:
A customer reported experiencing multiple cartridge alarms, specifically cartridge alarm 20, occurring with consecutive cartridges. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support opted to replace the problematic pump with a new one. The customer was advised to use multiple daily injections (mdi) as backup therapy, instructed on putting the faulty pump into storage mode, and directed to return the pump using a pre-paid label within 10 days.